Event description:
The patient stopped feeling stimulation sensation and lost therapeutic effect. One month later, the patient rec'd a new patient programmer. The patient was unable to turn on his implantable neurostimulator with the new programmer. Add'l info has been requested. A f/u reported will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).